Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an inability of the user facility to conduct reprocessing correctly due to a leakage from the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, the following were found: the production labels were illegible; there was a slow leak and a tear mark in the instrument channel; there was minor play at the control knob; the distal end plastic cover had deep dents; the objective lens had an internal crack; there was peeling cement on the light guide lens; and the bending section cover glue was cracked. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believes the foreign material was a white, chalky drink like barium that's drank for an x-ray procedure. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and flushed the air/water channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was that there was a drag when brushing the colonovideoscope from the channel to the distal end. After several attempts, the brush that went through came out with a white substance. Customer wants to ensure that the channel is clean of debris. This was found after the completion of a diagnostic colonoscopy procedure. The procedure was completed with no delay and no report of patient harm.